Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable complaint with a classification of "other", making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had generated a maintenance required code #4. It is unknown under which circumstances the event occurred or if a patient was involved, however, there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and found that the main board that was previously replaced had a datasette that was not the correct version. The stm replaced both datasettes and completed a full system checkout. The iabp was then functional tested without any further failures with all safety, calibration, and functionality checks to factory specifications. The iabp was released to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had generated a maintenance required code #4. It is unknown under which circumstances the event occurred or if a patient was involved, however, there was no adverse event reported.